Manufacturer narrative:
Gtin is unavailable as the product was made prior to compliance date; (B)(4). Reporter's name and phone number were not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the bearing on the attachment device was damaged and overheating. It was not reported if the event occurred during a surgical procedure. It was reported that there was no delay in a procedure due to the event. It was not reported if a spare device was available for use. There was no patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device which found that the device had a damaged component- bearings/corrosion. It was noted that the device was very dirty and corroded, the bearing¿s top was cracked, the driving parts were defective and worn, a screw was loose, and the tip vibrates. Therefore the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.